Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not, locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) had found the station with no active drawer failures. The customer stated that the main half height drawer 4.1 was the issue, as nurses had tried to pull insulin but could not. The fse confirmed that the customer was able to inventory the insulin pocket with good results. The fse tested the drawer in the hardware test application (hta) with good results, then opened the back panel, secured all drawer cable connections, and rebooted the station. After rebooting, the customer was able to inventory the insulin pocket again with good result. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and would not recover. The customer stated that the malfunction occurred while attempting to retrieve insulin, which caused a delay in patient care. There were no adverse events or injuries reported based on this event.